Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was experiencing low blood glucose levels (specific levels not provided) and had collapsed at work. The patient works in the hospital at (B)(6) and was brought to the emergency room (ER). The patient was diagnosed with low blood glucose and does not remember what was done, only that she was treated by the doctor.